Event description:
Event description guidant received information that this pacemaker reached elective replacement past (erp) earlier than the physician expected. In addition, it was not possible to measure the lead impedance and pacing threshold of the atrial lead, therefore a lead issue was suspected. A chest x-ray revealed no abnormalities. The patient has an intrinsic rhythm of 62bpm.